Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the site to further investigate the reported event. The fse replaced the vision side cart (vsc) common compute controller (ccc) configuration (cfg) to correct the reported problem. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The ccc vsc cfg was analyzed. Upon visual inspection, no issues were found that would be related to the reported event. This vsc ccc cfg was installed, and tested on the dv5 in-house golden system, with errors 307 and 311 triggered upon startup, replicating the reported event. The complaint was confirmed based on failure analysis. As a result of the test and findings, failure analysis was able to conclude that this vsc ccc cfg was the root cause of the reported failure. The board had been bricked/corrupted.

Event description:
It was reported that during a training/demo of the da vinci system, there were repeated non-recoverable faults. The technical support engineer (tse) had the customer sales associate (csa) disconnect all fiber cables and power up each cart individually and the tower faulted with 311/307 errors. Error logs were reviewed and it was noted that the 307 errors were reported by the vision real-time controller (vrtc) node on the common compute controller (ccc). Tse had them power off the tower and open the breaker for 2 minutes with no change. There was no patient involvement.